Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4469 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu4469) have been reported from the same facility.

Event description:
It was reported "powerglide placement was successful in right upper arm. IV then infiltrated during antibiotic therapy."